Event description:
It was reported that the 8800 system displayed a generator error. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced batteries. The system was tested and found to be working as intended and placed back into service.